Event description:
It was reported that a novum iq large volume pump was difficult to program, resulting in an underinfusion during an unspecified process step. There was a library bypass for antibiotic selection. The team used the basic mode with manual programming with a flow in ml/h mode. Forty-six minutes after the start of pumping, the team removed the tubing (stopping infusion) following the observation that the bag had not decreased in volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Evaluation performed flow rate accuracy test and the device passed the test. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.